Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an rn was transporting the patient from neuro ICU to CT scan. While in the elevator she saw the pump turn red and the screen said ¿communication error,¿ then the screen went black. The pcu and all 4 modules immediately shut down with no audible beep or alarm. The patient was receiving levophed, neo-synephrine, fentanyl, and vasopressin. It took approximately 3 minutes to get the pump turned back on and the infusions restarted. During this time, the patient¿s blood pressure dropped to 40 systolic. They switched to a functioning system as soon as possible after getting off the elevator. The CT scan was delayed for about 15 minutes until the patient¿s blood pressure was stabilized.